Event description:
The reporter did not state the reason for the return of the posey sitter select alarm model 8316. There was no pt contact or injury reported. Inspection of the alarm shows the battery contact were compressed inside the unit which could cause it to alarm intermittently.

Manufacturer narrative:
Evaluation results: (other) - the battery contacts are compressed inside the alarm unit, the battery door slide lock is broken.